Event description:
It was reported that the patient presented in-clinic after receiving a patient notification due to low pacing lead impedance and high capture threshold. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Anyalysis was normal. No anomaly was found.